Event description:
The patient's mother called stating that her daughter has been hospitalized due to a hypoglycemic seizure. She reported that her daughter's pdm blood glucose meter ready "high" (>500 mg/dl) but she did not report when this reading was taken, when the seizure occurred or when her daughter arrived at the hospital. The daughter's bg was reported as 70 mg/dl (time and method not reported).

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported inaccurate high blood glucose measurements. Inaccurate high readings could lead to overtreatment and contribute to hypoglycemia. No product lot number was reported therefore no qualification record review was conducted. The omnipod user's guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately," and "if you get a 'high check for ketones!' Reading, but have no symptoms of high blood glucose, then retest with a new test strip on your fingers. If you still get a 'high check for ketones!' Reading, perform a control solution test to ensure your system is working properly." It advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel."